Event description:
Investigation by (B)(4) service center in (B)(6) found that pump failed volumetric accuracy test at 11.49ml, greater than 20% of report-ability. Dosage provided was 15 ml.

Manufacturer narrative:
Pump rotor was replaced and pump passed accuracy test. This MDR is being submitted because the device is similar to a device marketed in the united states.